Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to review the therapy log and explain the alarm. The hp contacted their nurse first and the nurse said they did not know what the alarm meant or what to do. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational. There was patient involvement.

Manufacturer narrative:
(B)(4). Correction: clarification of the initial medwatch: a high drain 105 alarm meets increased intra-peritoneal volume (iipv) criteria. Evaluation summary: the reported problem of a high drain alarm (iipv event) was confirmed through the event history log review. The device was tested with no problems noted that were related to the reported condition. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.